Event description:
Information received by medtronic indicated that the customer reported insulin flow alarm. The customer also reported increase in blood glucose value due to the insulin flow block. The customer treated it with insulin pump. Troubleshooting was performed and found that the insulin exited during priming. No harm requiring medical intervention was reported. The customer will continue using the pump and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.